Manufacturer narrative:
Batch review performed on 29 april 2025 lot 2348678: (B)(4) items manufactured and released on 15-april-2024. Expiration date: 2029-03-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation acromion stress fracture discovered at about 7 months from the primary rsa in a 84-year-old female patient. From the radiographic image the bone quality seems low and this can be a possible cause of the fracture of the acromion. There is no reason to suspect a malfunctioning device. Conclusions: fracture of the acromion is an established complication of reverse shoulder arthroplasty, and it can be related to many factors, both patient-specific and intra-operative. Although a certain root cause cannot be identified, the overall analysis did not reveal any anomalies and there is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Acromion fracture detected 7 months post-op. Physiotherapy has been prescribed and revision surgery is not planned.